Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: the patient was revised to swap out the metal on metal bearing, as well as a femoral stem. No patient harm or device failure reported. Update ad 11 jun 2018 com-(B)(4) was reopened under pc-(B)(4) due to claim letter received. Claim letter alleges pain. The patient harm has been updated. Doi: (B)(6) 2009: dor: (B)(6) 2017; left hip.

Event description:
Pinnacle litigation received. In addition to what was previously reported, litigation alleges injury, discomfort, difficulty walking, loss mobility, loss range of motion, mental anguish, and emotional distress. Added lawyer in associated contacts.

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.